Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose level of approximately 800 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin drip and manual injections, and was released from the hospital 3 days later with no permanent damage. Reportedly, the cause of the event was due to the customer receiving a unknown notification stating "insufficient insulin" even though the cartridge was filled with 200 units of insulin. The customer reverted to manual injections for insulin therapy.